Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints regarding the lot number 8559642. B3: estimated date.

Event description:
According to the available information, there was hair in the peel pouch.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 8559642. This product is packaged by our hungarian site. Checking quality database reveled no anomaly in connection with the described issue. Our hungarian site performed its investigation: the failure was caused by human inattention. The affected operator is not working at coloplast anymore, therefore the verification of the effectiveness (voe) can not be performed- no training sheet. In addition our supplier, who sends the intermediate product to our hungarian site, has re-sensitized production operators about "hair presence" in (B)(6) 2024 and about a good manufacturing practice in (B)(6) 2024.

Event description:
According to the available information, there was hair in the peel pouch.